Manufacturer narrative:
(B)(4) concomitant medical product: persona ps articular surface right, catalog # 42521400510, lot # 62040359, persona stemmed tibial component right, catalog # 42532006702, lot # 11007590, persona cemented femoral component, catalog # 42500006402, lot # 61979157. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00406, 0001822565-2017-08709, 3007963827-2018-00018.

Event description:
It has been reported that the patient is experiencing pain and discomfort above and below the knee cap. The knee is also not bending properly.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the patient is experiencing pain and discomfort above and below the knee cap. The knee is also not bending properly. It has also been reported that the patella has shifted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through review of x-rays regarding the patellar component. Review of the x-rays provided by private hcp indicates that radiolucency is seen within the patella bone cement interface as well as the anterior femur cement hardware interfaces on several images. Lucency at the patella progresses and is most prominent in x-rays one year post-operatively and appears to involve the entire patella. Lucency at the cement hardware interfaces of the anterior femur is most prominent in x-rays two months post-operatively. On the other images, patient obliquity likely limits evaluation. Alignment, fit in size of the implants is appropriate and bone quality is adequate. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per package insert for the persona personalized knee system, pain and poor range of motion are some of the known adverse effects of total knee arthroplasty. However, without the opportunity to examine the complaint product, the root cause cannot be determined.